Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for pressure sensor.

Event description:
It was reported that the device alarmed for no apparent reason. No patient involvement was noted.